Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse was not able to reproduce the instrument lockup issue. However, the fse was able to reproduce the clenz leaking. The fse re-attached the tubing on quick disconnect (qd2) that had popped off (detached from) the fitting to resolve the leak issue. The fse performed verification of instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported bluish colored fluid leaked from the coulter lh 500 hematology analyzer onto the counter during shutdown. The volume of the leak is unknown. The leak was not contained within the instrument. The customer also has an ongoing issue with workstation computer locking up. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.